Event description:
The cervical spine locking plate broke post op and was removed on 2/27/1998.

Manufacturer narrative:
H6: evaluation codes - upon evaluation, the device met all manufacturing and design specifications.